Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) powered-on only when the emergency doo pacing key was pressed. It was indicated that the keypad was out of specification electrically. It was also indicated that the output connector assembly was broken, and both display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powered-on only when the emergency dual chamber asynchronous pacing key was pressed. The epg has been returned for repair. There was no patient involvement.